Manufacturer narrative:
Summary: on (B)(6) 2011, xltek technical support department received a phone call from (B)(6) hospital asking for return authorization to return non-functional: emu40 breakout box. The emu40 headbox is an electroencephalograph that is used to acquire, digitize, store and transmit physiological signals for eeg studies. According to the customer, the unit stopped working during routine eeg recording. The unit was received for repair at xltek on (B)(6) 2011. On (B)(6) 2011, as part of routine servicing activity, the repair tech found burned component of the printed circuit board assembly and reported the failure to the qa department. A formal complaint was created following complaint handling procedure (B)(4). An investigation was launched to find the root cause of the failure and also assessment of potential harm to a pt or user, if this to re-occur. As the investigation has been completed, by means of this report herewith, the details of investigation and conclusion are presented.

Event description:
On (B)(6) 2011, as part of routine servicing activity, the repair tech found burned component of the printed circuit board assembly and reported the failure to the qa department. An investigation was launched to find the root cause of the failure and also assessment of potential harm to a pt or user, if this to re-occur.